Manufacturer narrative:
Evaluation results/conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the lad. Approx 4 years and 4 month¿s from the index procedure, the patient suffered from a stroke. It was assessed that the stroke event was not related to the study stent and the patient recovered with treatment. Patient received physical therapy as treatment.